Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. Upon receipt, the electrode belt failed the incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the damaged belt.